Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 1 of 2 of the same event. It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the saw adapter attachment device was burning bone while used with the compact air drive device which was "with little force". It was unknown if there were any delays to the surgical procedure or if a spare device was available for use. There was patient involvement. It was not reported what and/or if medical intervention or prolonged hospitalization was required due to this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.